Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the cause of getting no device found and difficulty changing was unknown. The issue had resolved. It was ok now . Patient met the manufacturer representative at office and they got it going. Patient's weight was 105 pounds - when put in "5m batter" in, the patient weighed 130 pounds now. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID :97755 , serial# :(B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-aug-14 information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the rep had tried all sorts of methods of walking the patient into recharging their implant. They stated that the patient was seeing the poor recharge quality screen. The patient tried sitting and pressing against the implant, using the recharge belt, laying on the recharger, and their significant other tried pressing on the recharger, but the patient just continued to get the poor recharge quality screen. The controller was able to connect to the ins just fine. The rep stated that they would try and have the patient stand and charge. The patient had not had any falls and it was unknown what the ins pocket site looked like. The rep indicated that they would set up an appointment to see the patient. The event occurred on (B)(6) 2020. The patient called back stating that their rep told them to call in for a recharger replacement. Patient services reviewed that the repair department was closed and that they should call back on monday morning. The patient called in later and was able to be connected to repair for a replacement recharger. 2020-08-20 additional information was received from the patient. Patient called back and stated that she received a new recharger antenna (rtm) and was having trouble charging her implant. Patient stated that she would get the no device found screen. Patient said she had last charged 3 or 4 days ago. She was walked through passive recharge mode (prm) and the prm process was reviewed with the patient. No symptoms reported.